Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated. A review of the pcu event logs identified that the reported infusion started on (B)(6) 2017 at 6:01 pm. Etop/dox/vin 89.6mg/550 ml was programmed to infuse at 22.9ml/hr with a vtbi of 550 ml. The infusion was paused and restarted multiple times with flo stop open alarms related to the user addressing alarms for air in line. The infusion continued until the device was channeled off on (B)(6) 2017 at 4:25 pm. The total volume infused was recorded as 495.39 ml. Inspection of the pump module identified no issues and rate accuracy testing resulted in the device infusing within specification. The root cause of the reported over infusion was not determined.

Event description:
An unspecified chemo infusion finished 1 hour earlier than expected.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump infused faster than expected. There was no report of patient harm.